Event description:
Device malfunction: none. Time of ae: after vessel closure. Symptoms/ae: arterial occlusion. It was reported that a tech, experienced in the use of the perclose a-t device, achieved femoral arteriotomy closure after an unspecified procedure. Within minutes of the closure procedure, the pt developed a cold, mottled foot. An occlusion was found on angiography and was surgically treated. Reportedly, no clear etiology for the occlusion was determined. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.